Manufacturer narrative:
A patient experienced ineffective stimulation and x-rays indicated the lead was fractured was reported to abbott. As a result, the patient's lead was explanted and replaced. The patient's issue resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated the lead was fractured. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Date of event is estimated.